Event description:
On 04/04/2024 during servicing activities of zyno medical, llc which includes preventive maintenance there is a flowrate offset issue observed where flowrate offset % at pre-rework is 13 and at post rework is 4. As this issue is observed during pm all the issues were resolved and no patient involved.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Cause not established and all the issues were resolved as the flow rate issue was observed during preventive maintenance. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.